Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal pump sounds could not be confirmed through this evaluation. A specific cause for the reported events could not be conclusively determined. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient is known to have a huge number of pulsatility index (pi) events regularly. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook is currently available. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for analysis. It was thought the sound of the pump seemed off today compared to the patient's normal pump sound. The patient stated that they noticed no issues and had no issues. The pump sound was checked by a third provider and was confirmed to be a normal sound. There was no other troubleshooting done. The patient was known to have a huge number of pulsatility index (pi) events regularly. The event log file and periodic log file did not capture any pump off event. The event log files were full of pi events 18sept2025 from 12:38 to 14:44. The pi events seen here were of a significant amount and may possibly point to another issue. There were no other notable alarm conditions or parameter changes. It was said from the log files, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.